Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The device had missing end cap sticker, cracked display window corner, cracked battery tube threads and stripped battery cap at the coin slot area.

Event description:
It is reported that a customer experienced high blood glucose of 326 mg/dl. The patient was treated with an insulin pen for the high blood glucose. The customer was helped with trouble shooting on her insulin device and it turns out that there seem to be air bubbles in the tubing of the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.